Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported unraveled knot and difficult to position the knot were confirmed based on the condition of the returned device. A review of the device lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based the returned device analysis and the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the filing of the initial medwatch report, additional information was received: common femoral arteriotomy closure was attempted using a proglide device after a femoral angioplasty procedure. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the knot would not advance. The knot was outside of the skin and loose. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.